Event description:
It was reported that the 9900 system experienced a communication error, and the c-arm tried to reboot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the single board computer (sbc) along with associated components (pcbs). The system was tested and found to be working as intended and placed back into service.